Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No product sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The most likely cause of metal particles is from the phaco tip being hit by another instrument or reuse of the phaco tip. The literature article indicates that the phaco tip metal is titanium, which is considered to be inert. The article indicates the size and location of the metal foreign bodies should be the consideration for the removal from the eye. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
In a literature article information was presented with regard to a metallic foreign body that was observed postoperatively in the right eye of a patient who underwent a phacoemulsification procedure. The metallic foreign body was not aggressively pursued for removal. At 10 months postoperatively, the patients examination was note as stable; the metallic foreign bodies remained unchanged. Reference: ahmed, y., khetpal, v., fay, p. And greenberg, p. B. (2011), retained metallic foreign bodies after phacoemulsification. Clinical & experimental ophthalmology, 39: 713¿714.